Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states one height adjustment knob is missing and something on the frame is broken. He states the clasp on the seat is broken.